Manufacturer narrative:
Part 314.114, lot 6958716: release to warehouse date: june 20, 2012. Manufactured by synthes (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was completed: upon visual inspection, it was observed that the distal tip (drive feature) of the device was twisted. No bent condition was observed on the device. Due to the twisted condition of the tip, device functionality was compromised. The noted issues were consistent as end-of-life indicators for the device. The overall complaint was confirmed for the received device as the distal tip was twisted. The reported bent condition cannot be confirmed as no deformed/bent condition was observed on the device. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, it was found out that the tips of the two cannulated stardrive screwdriver t15 screwdrivers were bent. No patient consequence. Patient outcome was good. Upon visual inspection of the returned device, it was observed that the distal tip (drive feature) of the device was twisted, not bent. This is report 1 of 2 for (B)(4).